Manufacturer narrative:
The insulin pump failed displacement test. The insulin pump has 266.7 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform functional test including unexpected restart, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during failure analysis. The insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump received with minor scratched display window.

Event description:
The customer reported via phone call that her insulin pump had a motor error alarm. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that she was hospitalized but it was not diabetes related. The customer was assisted to clear the motor error alarm. The customer stated that motor error alarm occurred while performing pump rewind. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin will need to be replaced. The customer agreed to return the insulin pump for analysis.